Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is device is connected, power on, no air blowing and service required is still on the screen. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the burnt pca and damaged flex circuit. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.